Event description:
Healthcare professional reported rupture on an unknown side. Device location is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Per additional information received, the affected device is not PMA approved and record is not MDR reportable.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21dec2023.

Manufacturer narrative:
Per additional information received, the affected device is not PMA approved and record is not MDR reportable.

Event description:
Per additional information received, the affected device is not PMA approved and record is not MDR reportable.